Manufacturer narrative:
Medtronic received additional information that the residual regurgitation was moderate to severe. The annuloplasty band was replaced with a bioprosthetic valve. No additional adverse patient effects were reported. Updated manufacturer name d3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: coding updated product analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed a suture remained attached to the band. Damage consistent with the explant process was observed on the suture and cloth of the band. Radiography showed no evidence of distortion or fractures in the ring. Conclusion: no malfunctions or non-conformances of the annuloplasty band were noted. Surgeons often attempt to repair valves with an annuloplasty device in lieu of replacing them in an effort to preserve the native mitral anatomy. There are times when valve repair is attempted using a repair device and subsequent post-repair evaluation demonstrates an inadequate result. In this case, testing of the valve immediately post repair with the annuloplasty device revealed incomplete coaptation of the native leaflets, resulting in residual moderate to severe regurgitation. This is potentially due to, but not limited to, suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty device (gillinov 1997 and mick 2015). Gillinov am, cosgrove dm, lytle bw, et al. Reoperation for failure of mitral valve repair. J thorac cardiovasc surg. 1997;113(3):467¿73; discussion 473¿5. Doi:10.1016/s0022-5223(97)70359-3 mick sl, keshavamurthy s, gillinov am. Mitral valve repair versus replacement. Annals of cardiothoracic surgery 2015;4(3):230-237. D oi:10.3978/j.issn.2225-319x.2015.03.01" medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty band was implanted and explanted during the same procedure due to incomplete coaptation and residual regurgitation. No additional adverse patient effects were reported.